Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application screen became frozen. Patient's husband followed the restart process and the g5 application is functioning properly. No additional event or patient information is available.